Manufacturer narrative:
Initial.

Event description:
It was reported that after a supply change on an ilet, insulin delivery was suspected to be interrupted, blood glucose rose to 369 mg/dl without symptoms, the user rotated sites, changed supplies multiple times ensuring tubing was fully filled with visible drops, administered backup subcutaneous insulin by pen while still connected to the ilet, and later performed a device restart after seeing a ¿restart¿ alert on the user interface; subsequent review of device logs showed no malfunction or restart alerts. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, along with a review of device logs for the relevant period. Investigation of this case revealed a mechanical problem was identified in relation to insulin delivery continuity during the supply change process. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.